Event description:
The customer contact reported a delay of critical therapy following an alarm condition. At an unspecified time, during programming the device, to deliver an unspecified concentration of propofol, the device alarmed, "door opened while pumping" and "insert cassette." At that time, the nurse removed the cassette of the tubing set from the pump and the cassette was then loaded into a second unspecified channel. At this time then nurse again attempted to program the device. At this time, the second channel again alarmed with "door opened while pumping" and "insert cassette." The customer contact reported the pt almost extubated himself while sitting up in the bed. No specific details were provided. Although there was potential for serious injury, no adverse pt effect was reported. The device was removed from clinical svc. During testing at the user facility, channels 1 and 2 of the device alarmed to close the door; however, the door was closed. Channel 3 constantly alarmed for distal occlusion. Multiple unsuccessful attempts have been made to obtain additional info, including if the device was replaced and the therapy was initiated, if any medical interventions were required, and pt outcome.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.